Event description:
During a cataract extraction procedure, an attempt was made to connect these adapters to their irrigation/aspiration handpiece and they were found to be reversed and could not be used.